Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the she was rewinding the insulin pump and received a battery alarm. Blood glucose was 230 mg/dl. The customer changed the battery but the insulin pump did not turn on. She changed the battery and lost the battery cap. Customer was advised that the battery cap would be replaced and to call back if issue is not resolved.